Manufacturer narrative:
.

Manufacturer narrative:
Failure analysis of the removed part determined the open f4 fuse prevented the power supply from operating on ac.

Event description:
The manufacturer's field service engineer reported that while servicing the ventilator, the unit would not operate on ac power. There was no patient involvement.

Event description:
The manufacturer's field service engineer reported that while servicing the ventilator, the unit would not operate on ac power. There was no patient involvement.